Event description:
It was reported that the pump touchscreen was unresponsive. Customer's blood glucose was 126 mg/dl. No additional information was provided by the customer.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.